Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dr6z. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/ her experience with the device? What technique was used to secure the anvil (purse-string device, linear stapler, etc.)? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Which donut was incomplete? Was a complete transection of the white breakaway washer visually confirmed? Was there any difficulty removing the device? Were staples visible at all in the area that was not stapled? Were malformed staples observed? If so, please describe the shape and location. How was the anastomosis addressed directly in addition to performing a colostomy? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that in low anterior resection surgery, cdh29a stapler is used to perform intestinal anastomosis and at the time of reviewing the donuts it is observed that only one comes complete and they decide on site review and observe that only 40% of the anastomosis has been stapled so they decide to perform colostomy.